Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.complaint of unable to disable rf function was confirmed. Device image showed that there was a single bit flip in the software resulting in the rf telemetry function staying on.

Event description:
It was reported that the pulse generator exhibited a programming anomaly. The device was not implanted and returned.